Event description:
It was reported that the sheath was placed into the pt's left groin. Additional info received on (B)(6) 2010 from the hospital stated they were pulling the sheath backwards, when it uncoiled in the vessel. The sheath was removed intact and another one was used to complete the procedure. It is unk if there was a delay in treatment. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.